Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. An attempt has been made for the location of the device and whether it will be returning for evaluation; however, no correspondence has been received regarding this information. A supplemental report will be submitted if the device is returned and evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal tip of the microcatheter separated upon retrieval and embolized the distal left posterior inferior cerebellar artery. As a direct result of the separated distal tip embolizing the artery, the patient suffered a second stroke. Additionally, the patient lost sense of balance and is in danger of having the separated distal tip relocate to an even more sensitive portion of the brain. The patient required subsequent trips to the hospital, had hospital stay significantly prolonged, and suffered significant mental anguish and worry given the nature of the problem created by the "defective" microcatheter. The law firm is currently unaware whether the hospital retained the portion of the catheter that was not inside the patient. Received additional documents that had unique identifier number(UDI) and lot number for the microcatheter, but could not locate the numbers in our system. When searching online, the UDI number provided (B)(4) showed: device gudid: (B)(4): angio-seal¿ (vip) st. Jude medical. The lot number provided (5903839) was not found.

Manufacturer narrative:
UDI number the marksman micro catheter was used during a thrombectomy procedure to treat a right posterior cerebral artery occlusion. The marksman micro catheter has not been returned for analysis as an unknown length of segment remains within the patient and the remaining segment is being retained and will not be released for analysis. In addition, images (relevant to the complaint) were not returned for analysis. Based on the reported information, the customer¿s report of ¿catheter separation/break¿ could not be confirmed. Therefore, the failure mode and root cause could not be determined. A formal investigation was conducted regarding the hazard of ¿distal catheter separation¿. Based on the investigation conducted, ¿distal catheter separation¿ can be attributed to a patient¿s highly tortuous anatomy and/or other contributing factors such as kink/damage in guide catheter / balloon guide catheter /guidewire / stents which can cause resistance during delivery and/or retrieval, subsequently causing the marksman catheter to become damaged. Additional information for this event was not available; therefore, the root cause could not be determined at this time. All products are 100% inspected for damages and irregularities during manufacture. The marksman IFU (instructions for use) contains the following warnings: ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ in addition, the IFU contains the following caution: ¿inspect the catheter prior to use for any kinks or bends. Any catheter damage may decrease the desired performance characteristics.¿ in addition, the lot history record review was performed for the device and there were no connections that might have contributed to the failure reported in the event. There were no complaint related deviations or shortcomings identified. All equipment parameters were within specifications as outlined in applicable procedures. All materials used were as per the requirements of the device history review (DHR). All processes were carried out as per relevant documents and all units manufactured in this order met specifications. DHR review did not show any anomalies or deviations in the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: it was reported that the event occurred thrombectomy of an occlusion in the right posterior cerebral artery. Prior to the procedure, the patient was reported to have a large penumbra with a small core infarct.